Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak on unicel dxc 600 pro synchron clinical system. The customer stated cartridge chemistries (cc) could not be run due to an error - cc sample cuvette no fluid detected. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
It was determined that the reagent was leaking from the reagent probes due to loose reagent syringe barrel. Bci hotline instructed the customer to tighten the syringe barrel and the system was resumed.